Event description:
As reported per the edwards field clinical specialist (fcs), during a transapical tavr procedure, post deployment of the sapien valve, the patient became hemodynamically unstable. Tee revealed a moderate pvl, which was post dilated with 1 cc diluted contrast, after which moderate central ai appeared. The patient's hemodynamics continued to become more unstable, the patient was put on bypass pump, and the chest was opened. It was found by the surgeon that a piece of calcium was covering the right coronary artery (rca). The calcification was removed, and the sapien valve removed and replaced by avr. Additional investigation revealed the following: the native valve/leaflet calcification was severe and the aortic root calcification was considered mild. The native annulus diameter was 24mm, measured by tee.

Manufacturer narrative:
The device is not available for evaluation as it was retained by the hospital and sent to the hospital's lab. Per the instructions for use, coronary obstruction and regurgitation (paravalvular and central) are potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure and the sapien valve. There are several patient factors which could contribute to a coronary obstruction, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, obliterated coronary sinuses, and thrombus. In addition, procedural factors such as deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute. In this case, it was reported that the native valve/leaflet calcification was severe and post deployment there was a piece of calcium covering the right coronary artery. In addition, there are several patient and procedural factors that alone or in combination can cause or contribute to regurgitation, including, but limited improper sizing of the native valve, malpositioning of the prosthesis (too aortic or too ventricular), and severe native annular calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In this case, it was reported that the valve positioned and deployed 50/50; however, the severe native annular calcification likely cause or contributed to the paravalvular leak. Post dilation of the valve to treat the pvl appears to have cause or contributed to central leak. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.